Event description:
Information was received from a consumer (con) regarding a patient receiving unknown medication (concentration and dose unknown) for non-malignant pain via an implantable pump. It was reported that since the current pump was implanted on (B)(6) 2022 the patients pain had been as bad as ever. The patient reported they saw their healthcare provider last week to check the implanted system and they said they were unsure what happened but they would have to re-do it and they didn¿t know where the medication was going. The medication was supposed to go to the leg but it does not. Patient had stated their mind was very bad in 4-5 days, they cant remember the day of the week, they had wrote a check for (B)(6) to someone, their roommate had been asking what they were talking about, and the patient doesn¿t know what they are doing. The patient asked if the medication is going somewhere else if that is dangerous to them and wondered if they could be going through withdrawals. Patient was redirected to their healthcare professional.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that the patient sustained a fall in (B)(6) 2022 and since the fall, the therapy had failed to provide pain relief. Upon examining an x-ray, the hcp found that the catheter migrated from the bottom of t10 to the bottom of t12 and went from posterior to anterior. Today, the pump segment of the catheter was explanted, and the spinal segment was partially explanted. A new catheter was then placed. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be the fall. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The pump was delivering dilaudid (5.0 mg/ml at 0.2401), clonidine (50 mcg/ml at 2.401 mcg/hr), and bupivacaine (10 mg/ml at 0.480 mg/hr).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2022, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780 serial/lot# (B)(6), ubd 2024-08-22, UDI# (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) who reported that the catheter was placed dorsally. On fluoroscopy after, the catheter was found to be in the anterior thecal sac, so the patient was not getting benefit due to no medication spread to the dorsal column. Per the hcp, they needed to re-implant a new catheter, and the pump was placed in minimal rate for now until catheter could be revised.